Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The product was evaluated. An external visual inspection was performed and passed. A pairing test was performed and passed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.